Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen, and a replacement device was arranged while the user continued on backup therapy. Symptoms included no reported injury or glycemic complications. Outcomes included continued therapy using backup methods without interruption of care. Investigation included review of the reported damage and device history records. Investigation of this case revealed external physical damage to the display assembly consistent with accidental impact, with no indication of internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage due to accidental drop.